Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that in the acetabular reamer tray and the 54 window trial stripped out where the impactor handle threads on. After 5 minutes of prodding, the trial was removed from the patient and the surgeon completed the case; however, the trial cannot be used any longer and has been removed from the set and will be returned to stryker for investigation. This was used during a primary left hip surgery.